Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty was unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified and totally occluded left superficial femoral artery. Post-dilatation of an unknown stent was performed with a 5.0 x 60 mm armada 35 balloon catheter inflated 2 times to 8 atmospheres; however, the balloon was very slow to deflate, although it did finally fully deflate. The catheter was removed without issue. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.